Event description:
"It was reported in paper published by dr (B)(6) in issue 211 of maitrise orthopedique that, "at the last sofcot meeting, general asencio (4) drove the message home in his report of several cases of a pseudotumor reaction after hip replacement with a modular device featuring a crco taper on a tmzf stem. The bearing combination in these implants had been alumina on alumina. (B)(4).""

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.